Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.9 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck had an angulation of 45 degrees, 18 mm long and measured 26 mm in diameter at the renal artery, and 15 mm distal the renal artery was 30 mm in diameter. It was reported that there was a type 1 endoleak after deployment of the bifurcated stent graft. The physician elected to place a talent aortic cuff but it moved and there was 2 mm of overlap. The type 1 endoleak improved but was still present (MFR #293200-2010-00948). A palmaz stent was implanted over a 25 braun balloon and successfully resolved the type I endoleak. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4). Results: endoleak. Aortic neck had an angulation. Conclusion: aortic neck had an angulation.